Manufacturer narrative:
The pump was returned to animas for evaluation. The keypad was found to be intact; no peeling or lifting was observed. All keypad button presses did not activate desired pump functions during testing. There was evidence of keypad adhesive found under all key contacts.

Event description:
It was reported that one month ago the up arrow, down arrow, and ok buttons became increasingly unresponsive. The patient reported that the pump is not exposed to water and there is no damage to the keypad.